Event description:
Customer called to report the insulin pump alarmed for low battery and no power. Blood glucose reading was 147 mg/dl. The battery was changed this morning prior to receiving the alarms. Troubleshooting was performed. After cleaning the cap with q-tip and inserting a new battery the insulin pump came back on with a full battery icon. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).